Event description:
Event reported through clinical follow-up. Antithromboembolic related hemorrhage. Hemorrhage was gastrointestinal: oesophageal varices. Moderate haematemesis and melena. Diagnosed by gastroscopy. Prior to event, pt was given warfarin. Treatment: hospitalization, transfusion, vitamin k - 10mg IV and discontinued antithromboembolic drugs on event date. Valve had been implanted. Pt continues to be followed through clinical studies.